Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the physician was unable to implant the lead due to unacceptable threshold. The lead was not used and a new lead was implanted. The patient was in good condition after procedure.